Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl. The customer's parent administered an insulin injection to address the bg as the customer was feeling ill due to the bg level. A pump system check was performed and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer was using apidra in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The contact acknowledged the information and was to speak to a healthcare provider regarding the type of insulin used.